Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intraoperative testing, electrode 1 required higher amplitudes than the other electrodes (0, 2, and 3) to achieve therapeutic effect. The reporter stated that impedances were checked, and electrodes 0, 2, and 3 had measurements around 1800-1900 ohms. Electrode 1 had a measurement of 3800-3900 ohms when tested at 3.0 volts. It was noted that this was within normal range. It was reported that the neurologist and neurosurgeon decided to exchange leads. There was no patient injury. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the lead resulted in no anomalies found analysis of the stylet accessory resulted in no anomalies found.

Manufacturer narrative:
Concomitant medical device: product ID: 3389s-40, lot#: va0477h, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.